Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the implant placement date was updated to unknown as the placement date, october 14, 2023 cannot be prior to device manufacture date, may 31. 2024. The following sections are being reported: b4: date of this report was updated. D6a: implant placement date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth location #5 was removed due to infection.